Event description:
It was further reported that the 70% stenosed lesion was located in a mildly calcified and non tortuous mid left circumflex artery.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The physician implanted a 2.5x24mm promus element stent to an unknown location. Ivus was then used to check the apposition of the stent and found that the proximal stent edge was not apposed well. The physician used a 3.0x15mm quantum balloon to post dilate the proximal end of the stent. Ivus was used again to check the stent and found that the proximal stent was collapsed. He then implanted a 3x12mm promus element stent to cover the collapsing part of the stent. No patient complications were reported and the patient's status is stable.